Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable summary of investigational findings: a female patient underwent tevar for her thoracic aortic aneurysm on (B)(6) 2019. It was reported that the patient¿s anatomy was not suitable for zta since the patients proximal neck length was 12 mm if the zta device was placed from zone 3, despite this a zta-p-38-217-w1 (complaint device) and a zta-p-46-179-w1 was placed. On (B)(6) 2019 a CT was performed, no dissection was seen but a type 1 endoleak was reported (pr 273286). On (B)(6) 2019 the patient was transferred to hospital due to a subarachnoid hemorrhage. On (B)(6) 2019 another CT was performed, this showed a type a dissection with the entry located nearby the aortic valve in the ascending aorta. On (B)(6) 2019 the patient condition changed, and the patient developed heart tamponade and died. The physician comments that the type a dissection occurred after the tevar, so the tevar may have been related to the dissection. The entry was not near the zta, therefore my handling of catheter during the tevar may have affected to causing the dissection rather than the zta device. Pr 270104 is created for the wire guide used for the procedure. A preoperative CT study dated (B)(6) 2019 was provided and reviewed by an imaging expert. Per the imaging reviewer¿s observation, the entry tear for the type a dissection was found to be in the ascending aorta, away from the zta graft. In this case, the dissection is unlikely to be related to the endograft device itself. This is either a spontaneous event or caused by catheter/wire manipulation in the ascending aorta at the time of tevar. Furthermore, the imaging reviewer comments the patient¿s proximal neck anatomy is outside of IFU for repair with this device despite de-branching of the lsa. Based on the preoperative imaging, the aortic diameter at the proximal landing zone increases from 31 x 32 mm at the lcca to 43.8 x 38 mm at 20 mm distal to the lcca, which is not suitable for repair due to severe reverse tapering and short length (<15 mm) of adequate neck from the lcca. Dissection is a known adverse event described in the IFU. This complaint is unconfirmed since it is reported that the entry tear is in the ascending aorta near the aortic valve why it is unlikely that the stentgraft placed in zone 3 caused it. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Similar device under 510(k)/PMA p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2019 tevar was performed. Minimum diameter of the patient's access route was 6.9 mm and no calcifications. The patient's proximal neck length was only 12mm if zta device was placed from zone3. Debranching of left subclavian artery and left common carotid artery were too invasive to the patient considering her age, so only left subclavian artery was debranched to place zta device. The patient's anatomical condition was not suitable for using zta device but zta-p-38-217-w1/ e3827315 and zta-p-46-179-w1/ e3789936 were placed and the procedure was completed. On (B)(6) 2019 the patient was transferred to another hospital. On (B)(6) 2019 the patient's condition changed suddenly and she died on the day. Non contrast media CT scan was performed and type a dissection was confirmed. The entry was nearby the aortic valve in the ascending aorta. Patient outcome: the patient expired.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional informtaion received on (B)(6) 2019: (B)(6) 2019: post-procedural contrast CT scan was performed. No dissections were confirmed but type I endoleak was confirmed at that time. (B)(6) 2019: non-contrast head CT scan was performed and subarachnoid hemorrhage was confirmed so the patient was transferred to ageo central hospital. (B)(6) 2019: non-contrast CT scan was performed and the type a dissection was confirmed. The entry was nearby the aortic valve in the ascending aorta. (B)(6) 2019: the patient condition changed suddenly. The patient developed heart tamponade and the patient died before being treated.